Event description:
It was reported that the right ventricular (rv) lead had high capture thresholds. The physician suspected that the lead had been damaged during a recent valve surgery. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary; the partial lead was returned in segments, analyzed and the outer insulation of the lead developed a breach due to a depression while in vivo. The proximal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: addrl1 ipg implanted: (B)(6) 2012; product ID: 5076-45 lead implanted: (B)(6) 2006. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.